Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was attributed to a faulty touchscreen due to material fatigue.

Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the touch screen on this unit is freezing up. It is unknown if there was any patient involvement at the time of the incident, but no incidents were reported to the customer.